Event description:
It was reported that a malfunction alarm with code malf 9 occurred, but no notable events happened before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reoccurred.